Manufacturer narrative:
Upon receipt at the (B)(4) laboratory, external visual inspection noted tool marks and dents on the device casing. There was body fluid contamination in the lead barrels. Additionally, there was a hole in the following seal plugs, rv-, rv+, and df-. The device was interrogated and the monitoring voltage was 2.22 volts indicating end of life (eol). A review of the device memory noted no resets or fault codes. There was 11 reported memory corrections. Electrical measurements noted normal sensing, pacemaker, and defibrillation output. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, we were unable to ascertain the source for the premature battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of end of life (eol). There were concerns that this product exhibited premature battery depletion. There had only been 4 shocks delivered by the device. No adverse patient effects have been reported. This device was explanted and replaced.

Event description:
Additional information indicates that this product was returned for laboratory analysis.